Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that in the beginning the stimulator may have helped the patient's symptoms but they have not used the programmer and they are not familiar to use it to change the setting. Caller said they were calling today because the patient noticed in the last month, the ins site is hurting them when they are laying on it. Caller said they are considering removing it and asked if a medtronic rep must be there when it is removed. Reviewed information. Redirected to the doctor. Caller said the implanting doctor has retired, they have called and another doctor has taken over at the same practice. The patient was redirected to their healthcare provider to further address the issue. Additional information received on 2021-12-13 indicated that the patient representative stated that the removal for the ins is scheduled for wednesday. There were no contributing factor, they did not set it or fool with it anymore since it was first set. It really hasn't done much good since it was put in but the doctor thought she needed when it was put in. Caller said, it might have done something to begin with but holding the programmer that came with it, they never did fool with that.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.